Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. Signs-of-use in the form of biological material was observed on the sample. Only one of the two tabs were returned. Visual analysis confirmed one sheath tab was separated from the sheath body. The points of separation on the sheath body and sheath hub appeared rough and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. Remnants of the sheath body remained adhered to the tab that was returned. The portion of sheath body in the separated tab was fully molded into the tab channel. Visual inspection of the other tab could not be completed as it was not returned. The length of the sheath measured 2.73" which is within specification of 2.625-2.875" per product drawing. The portion of the sheath that was still intact was peeled apart. The catheter was returned already peeled along the score lines. One of the tabs was not returned however. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One of the sheath tabs was separated from the body; however, a portion of the sheath body was still present in the separated tab indicating the sheath body was molded into the tab correctly, but the sheath body had torn during use. The separation points on the torn body contained stretched and jagged edges, indicating undue force caused the breakage. The sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the appearance of the sample received, the likely root cause of this investigation is unintentional use error. However, without the other tab being returned, it cannot be confirmed that both tabs contained the same type of defect. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: at the time of removal of the sheath introducer, one wing detached and broke from the core of the sheath. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: at the time of removal of the sheath introducer, one wing detached and broke from the core of the sheath. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.